Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated suppressed results for the chemistries on the cartridge chemistry (cc) side of the analyzer : alb [albumin], alp [alkaline phosphatase], alt [alanine aminotransferase], ast [aspartate aminotransferase], bun [blood urea nitrogen], chol [cholesterol], cr-s [creatinine], dbil [direct bilirubin], hdld [high density liproprotein], tbil [total bilirubin], tg [triglyceride], tp [total protein], trfn [transferrin]. Customer reported that the dxc 600i generated suppressed results on ten patient samples. Customer reported that the results were reported outside the laboratory. Customer reported that the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the cc reagent syringe was leaking. Bec customer technical support advised the customer to tighten the syringe. Customer reported that they will replace the reagent syringe plunger. On (B)(6) 2011, bec field service engineer (fse) replaced the t-valve, the photometer lamp/source assembly. The fse verified the repair was performed per established procedure. The fse verified the results met published performance specifications.

Manufacturer narrative:
Customer also provided the data to bec. Customer did not provide any other information. Bec has made multiple requests for the rerun results. Results: (B)(4) - photometer lamp assembly. This report is one two reports related to two events that occurred on two different days. This report is related to MDR#2050012-2011-08576.